Event description:
It was reported that the patient experienced pain at the spinal cord stimulation (scs) implantable pulse generator (ipg) site. It was noted that the patient lost weight and the ipg was now superficial. It was determined that the weight loss is the cause for the patients reported issue. The patient underwent a revision procedure in which the ipg was implanted a bit deeper, close to its previous position. No devices were implanted or explanted. The patient was doing well postoperatively.